Event description:
It was reported that when the patient presented in clinic the right ventricular lead exhibited noise, variable r-wave amplitudes, and variable pacing lead impedance. During a device replacement the lead was tested extensively and the issues could not be reproduced. The lead exhibited normal measurements through the new device and the lead remains implanted.

Manufacturer narrative:
Product not returned. (B)(4).